Event description:
A customer reported he received within ten minutes the following erratic readings on his precision xtra blood glucose meter: 28 mg/dl and 336 mg/dl. Results were plotted on a parkes error grid and fell into the "c" zone showing the difference in values to be clinically significant. The customer additionally reported he experienced dizziness. No third-party medical intervention was required and no medications were reportedly taken to counteract the event. There was no report of death or serious injury associated with this event.

Manufacturer narrative:
An investigation was performed on returned meter serial number (B)(4) and controlled test strips lot number 45730. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification and the standard deviation was within specification. No errors were observed during control solution testing. Similar readings the customer reported were found in the meter memory. This is a final report.

Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained.